Event description:
Info received indicates the mattress ticking and fire barrier is breaking down and had allowed blood the seep into the mattress foam.

Manufacturer narrative:
The tech found the eight year old mattress was worn and not properly maintained. The tech replaced the mattress ticking, fire barrier and foam to repair the bed.